Event description:
It was reported an allergic reaction causing swelling, pain, redness and skin irritation around site.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).